Event description:
During usage swelling was noted at the infusion site. Portal explanted due to leakage. No further incident related sequela reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.